Event description:
Patient reported "infection, calcification and inflammation". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. (Unknown onset)

Event description:
Patient later reported left side red, and warm to the touch. Patient was treated with IV antibiotics.

Manufacturer narrative:
In response to FDA report number: mw5175083, mw517084, mw5175085 additional, changed, and/or corrected data: a4; b5; b7; g2.